Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The patient was treated with cephalexin and ceftazidime (dosage and route not reported). On (B)(6) 2012, the dianeal therapy was discontinued and the patient was switched to hemodialysis. The patient's pd catheter was still in place. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.